Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 25 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted the patient's poor oral hygiene and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.